Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there was a large sensor glucose discrepancy. They also reported that the customer was experiencing both high and low blood glucose. The sensor glucose value was 61 mg/dl to 63 mg/dl while their blood glucose level was actually 268 mg/dl. The insulin pump wanted to suspend. The customer was contacted and they indicated that their erratic blood glucose levels may be due to them being stressed. The customer also reported that there were air bubbles in the tubing. Troubleshooting was performed and it was noted that when they removed the sensor the cannula was not bent but had a gentle curve. The customer was advised to change the set. The product will return for analysis.